Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the balloon was ripped from its proximal side. The balloon was rolled back to the catheter distal side over its distal tip. In addition, the proximal shaft was found to be wrinkled and kinked at approximately 3.0cm from its proximal end. Due to the anomalies found on the returned device condition (balloon ripped), the functional evaluation could not be performed. The review of the information also indicated that the intended area of treatment was severely tortuous and calcified. Per the dfu ¿never advance or torque catheter against resistance without careful assessment of cause of resistance using fluoroscopy. If cause cannot be determined, withdraw catheter. Movement against resistance may result in damage to vessel or catheter ¿. Therefore; an assignable cause of use error has been assigned to this investigation.

Event description:
The balloon was inflated and deflated several times during procedure without issues. It was reported that when the spider embolic protection device was retrieved, the balloon was attempted to be inflated again but the balloon was reported to be torn. The physician indicated that the intended area of treatment was the carotid artery and it was severely tortuous and calcified. There was no clinical consequences to the patient due to this event.

Event description:
The balloon was inflated and deflated several times during procedure without issues. It was reported that when the spider embolic protection device was retrieved, the balloon was attempted to be inflated again but the balloon was reported to be torn. The physician indicated that the intended area of treatment was the carotid artery and it was severely tortuous and calcified. There was no clinical consequences to the patient due to this event.